Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An nt clip was inserted and was advanced under the valve. However, the clip became caught on chordae behind the posterior leaflet. Troubleshooting was performed, but the clip was unable to be freed. The physician decided to capture as much posterior and anterior tissue as possible and close the clip just below the leaflets. The clip was deployed without further issues. The clip was noted to be stable. An additional clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Additionally, based on the information reviewed, the foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed only in chordae. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.